Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of below 30 mg/dl due to needing settings adjustments. The low bg was treated by consuming carbohydrates. The customer went to the emergency room and was treated with intravenous fluids of saline and was monitored. Reportedly the customer was released after a few hours in stable condition. During troubleshooting with tandem technical support, a system check was performed and pump is functioning as intended, customer acknowledged.